Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found sensor's cannula was bent; it was unable to confirm if customer received the sensor in said condition due to customer returned it opened or used.

Event description:
Customer reported that on (B)(6) 2014 the insulin pump was alarming threshold suspend and the sensor glucose reading was 51 mg/dl and 40 mg/dl but when she checked her blood glucose was actually 491 mg/dl. Customer removed the sensor and it was bent. She had inserted in her upper abdomen. Nothing further reported.